Manufacturer narrative:
G3 - date received by mfg was unintentionally left blank. Correct date = 02/09/2021.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of false positive (resistant) cefoxitin screen (oxsf) results for staphylococcus aureus in association with the vitek® 2 ast-p592 test kit (ref 22287, lot 3721494403). The customer submitted the strain for investigational testing. The customer's strain was confirmed to be staphylococcus aureus. Investigational testing included testing ast-p592 cards from the customer's lot (3721494403) and a random lot (3721421503) in duplicate, as well as pbp2a, oxacillin agar dilution (ad) and cefoxitin disc diffusion as the reference methods for ox101n (oxacillin) and oxsf01n (cefoxitin screen) used in the ast-p592 cards. All four ast-p592 cards tested resulted in oxacillin mics = 0.5 mg/l and negative oxsf screen test. Oxacillin agar dilution mic = 0.5 mg/l, cefoxitin disc diffusion was susceptible (28 mm) and pbp2a was negative. Vitek 2 cards and reference methods are in agreement. Complaint trending did not identify this issue as a trend for the vitek 2 ast-p592. Ast-p592 lot 3721494403 met final qc release criteria. This lot passed qc performance testing. The customer's issue was not reproduced internally and there was no product issue identified during the investigation.

Event description:
A customer in (B)(6) notified biom¿rieux of obtaining false positive (resistant) cefoxitin screen (oxsf) results for staphylococcus aureus in association with the vitek¿ 2 ast-p592 test kit (ref 22287, lot 3721494403). Initial and repeat analysis with the vitek¿ 2 ast-p592 test kit obtained positive oxsf results. Disk diffusion testing for cefoxitin (fox) was performed as an alternative and obtained susceptible results. Global customer service (gcs) recommended that the customer repeat analysis with the vitek¿ 2 ast-p592 test kit with fresh saline, manually pipetted. The repeat analysis with fresh saline obtained the expected negative oxsf results. The customer stated that they did not observe any contamination of the saline that was used for previous testing. Initial vitek¿ 2: oxsf = positive (resistant). 1st repeat vitek¿ 2: oxsf = positive (resistant). 2nd repeat vitek¿ 2 (fresh saline): oxsf = negative (susceptible). Disk diffusion: fox = susceptible. The reported result was mssa (methicillin-susceptible staphylococcus aureus). The customer confirmed that this event did not lead to any adverse event related to the patient's state of health. A biom¿rieux internal investigation has been initiated.